Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having difficulties loading a 1.5t diffusion tensor imaging (dti) scan. The site was able to load scans from the 3t scanner without issue. When the scan uploaded, the system did not provide the tractography icon. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that when a manufacturer representative (rep) load that stealth archive on a na vigation system, they only saw the b0 volume, not all the rest of the 30 directions. It was noted that they think this is an operator error when exporting the scans. With a competitor system, they could read "enhanced dicom" which was multiple slices in one file (so, for a 30 direction scan they would see 31 "slices" on import), or "interoperability mode" which is when the split the files into individual slices (so, in this case we would see 31x90 slices = 2790 slices). The site might need to talk to their specialist for help with export.